Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 09/13/2019. Device returned to manufacturer: yes. Device evaluation: the pcb00 insertion device was received on the 13th september 2019. The plunger was observed in advanced position and under microscope, a scarce amount of viscoelastic was observed in the cartridge. The directions for use (dfu) state to completely fill the viewing window of the pcb00 with the ophthalmic viscosurgical device (ovd). The lens was not received with the device. The tip was observed deformed. The reported issue was not verified and the confirmed tip deformation could not be positively related to the manufacturing process as the reported device was handled and used in a surgical procedure. Based on the evaluation performed on the returned product, a product quality deficiency or product malfunction could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefor not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the itec was prepared in accordance with the directions for use (dfu). The lens did not unfold in the eye, the haptics stuck to the optics and could not be released so the lens was removed again. No incision enlargement was required and no patient injury was reported. Another intraocular lens (iol) was implanted successfully instead. No additional information was provided.